Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found one internal insulation abrasion breaching the ring electrode cable¿s lumen from the connector pin and one ring electrode cable was separated proximal to the ring electrode.

Event description:
This report is to advise of an event observed during analysis.